Manufacturer narrative:
Analysis synthesis: - upon reception, the returned home monitor was tested and the reported problem was confirmed: none of the leds lit up. - inspection of both sides of the electronic board revealed good soldering and no damage to surface components. - the root cause could not be determined with certainty. However, it could have originated from the electronic board, which must overconsume and collapse the input of the card.

Event description:
Reportedly, the transmitter no longer lights up.

Event description:
Reportedly, the transmitter no longer lights up.